Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product did not return as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous and a mildly calcified mid right coronary artery. Pre-dilatation was performed and a 3.0 x 33 mm xience prime stent catheter was deployed. A 3.0 x 15 mm nc traveler balloon catheter was used for post dilatation, when a proximal edge dissection was noted. Therefore, another 3.0 x 33 mm xience prime stent catheter was used to treat the dissection and successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.